Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen cracked after the device was dropped, and while it could be unlocked, on-screen buttons could not be pressed; the device continued dosing but meal announcements could not be made, and the user planned to use backup therapy if needed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related hardware fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.